Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture and high thresholds. Additionally, it was noted that the lv pacing lead impedance measurements have decreased over the last year measuring from 550 ohms to 400-450 ohms. No observations of noise were found. The patient was brought into the clinic for further evaluation and the device was re-programmed. The programmer shows the longevity dropped from five years to three years with re-programming in which the health care professional (hcp) will consult with the physician. At this time, the lead remains in service. No adverse patient effects were reported.